Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the host pc and ippc were not starting. Upon troubleshooting actions, fse re-seated and reconnected the host pc and ippc. After repairs, the system was returned to use in good working order.